Manufacturer narrative:
(B)(4). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21539. It was reported the patient had a neuroma on their neck at the incision site of the lead. There was clear discharge coming out and it was not improving. As a result, the system was explanted on (B)(6) 2020.